Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009 that an ultratome xl sphincterotome was used to perform an incision of the papilla. According to the complainant, after insertion of the device to the papilla, the wire did not move when attempting to bow the catheter. Several additional attempts were made to bow the catheter, but they were unsuccessful. The device was removed from the body. The wire was actuated several times and the catheter could bow and straighten. An unidentified device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.